Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the patient undergoes nebulization treatment. The nurse pours the medicine in the nebulization mask and opens the air valve. The connection between the medicine pot and the air pipe is sprayed which caused the liquid medicine cannot be nebulized. The nebulization mask is replaced and the patient is successfully nebulized." No patient harm reported. The patient's condition is reported as fine.